Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR.

Event description:
Procedure: lap ventral hernia repair. According to the rptr: the clips would not deploy. The staff kept opening devices until one of them worked. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.